Manufacturer narrative:
Unit received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and a33 and excessive no delivery test or verify no excessive no delivery/occlusion alarm noted and motor error alarm due to completely broken reservoir tube lip. However the motor was tested outside of the device and passed. (B)(4).

Event description:
The customer reported via phone that insulin pump had motor error alarm. Customer¿s blood glucose was 335 mg/dl at the time of incident. Drive support cap was normal. Insulin pump has not been exposed to high magnetic field. Customer was able to clear the alarm and able to complete rewind. The customer was advised that the insulin pump needed to be replaced, to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.